Event description:
It was reported that the customer received a failed battery test. The insulin pump would shut down when he/she inserted a new battery without any alarm. The customer's blood glucose level was 324 mg/dl. The product will return. Nothing further to report.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery cap contact. The insulin pump had normal operating currents with a test battery cap and no battery alarms or blank display was noted. The insulin pump had a cracked case at a display window corner, minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.